Event description:
Edwards received notification that an inspiris resilia valve model 11500a29 was explanted a few days after the implantation due to a leak. As reported, the leak was not intra prosthetic, nor paravalvular. Per surgeon opinion, it could be a transient jet/cuff leak. A 29mm magna ease valve was implanted in replacement with no reported complication for the patient who was noted as to be doing well after the procedure. As reported, the customer did not have additional information to provide about the case.

Manufacturer narrative:
The subject device is not available for evaluation. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
No product was returned for evaluation and no echo imaging, medical records, or further information were provided. A DHR review was unable to be performed as no serial number was provided. Based on the information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed.